Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 8atm, 10atm, 10atm and 12atm respectively. However, it ruptured in a pinhole form upon fifth inflation at 12atm for 10 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
A2. Age at time of event- 18 years or older.